Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "failed accuracy -7.55%". Visual inspection found the pump to be in good condition with a cracked front housing. The delivery accuracy tests were not able to duplicate customer's reported problem. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and within the published specification of +/- 6%. No fault was found with the pump. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. The device history record was reviewed and found to be in compliance. No manufacturing or testing issues were found.

Event description:
Information was received indicating that this ambulatory infusion pump the pump failed accuracy testing by -7.55%. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.